Event description:
An outside law firm reported that a patient experienced ongoing complications associated with a knee implants. Specifically, it was reported that there was postoperative loosening. A revision surgery had been planned. Patients also alleged chronic, worsening right knee pain in the setting of prior right knee surgeries, including total knee arthroplasty and revision procedures. Physical examination demonstrated swelling and tenderness of the right knee joint with impaired mobility, including difficulty turning while ambulating and use of a cane. Additional information was requested but not yet provided. This report is filed under ais reference (B)(4).